Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for multiple patients. The results provided were: sid (B)(6), initial=169 /repeated=138. Sid (B)(6), initial=166 /repeated=140. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) inspected the module and determined the cable, ict to ict pre amp ((B)(6)) the likely cause of the discrepant results, as the ict module had been incorrected installed by the customer and may have damaged the cable. The part was replaced which resolved the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity cable, ict to ict pre amp associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alinity cable, ict to ict pre amp. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity cable, ict to ict pre amp.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for multiple patients. The results provided were: sid: (B)(6), initial: 69 /repeated=138, sid: (B)(6), initial: 166 /repeated=140. Laboratory reference range for sodium: 136 to 145 mmol/l there was no reported impact to patient management.